Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) surgery for femoral trochanteric fractures by using the trochanteric fixation nail anti-rotation (tfna) implants. During the surgery, the surgeon noticed that the blade was inserted too far where as, the end of the blade turned 180 degrees. The surgeon concluded that the blade did not engage properly with the impactor and connection screw. He removed the blade and inserted it again from the beginning. The surgery was successfully complete with a less-than-30-minute delay. This is report 2 of 3 for (B)(4).